Manufacturer narrative:
Analysis of the returned subject device permitted to establish that a hardware failure caused the issue. Upon reception, a part of the device is broken, however, the telemetry works correctly. The most probable hypothesis is that a mechanical shock is responsible for the event this case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the head does not make good contact with the pacemaker when the nurse goes to perform the follow-up, even though the blue lights come on. They have to press it.

Event description:
Reportedly, on (B)(6) 2025, the head does not make good contact with the pacemaker when the nurse goes to perform the follow-up, even though the blue lights come on. They have to press it.

Manufacturer narrative:
MDR correction: review of the conclusion code the code "cause traced to component failure" is changed to "unintended use error caused or contributed to event" according to investigation results.